Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device has been received.

Event description:
A 3.5mm lcp plate, 14 holes, was implanted for a displaced distal humeral shaft fracture of the patient's left arm broke post operative. Broken hardware was removed and delayed union was noted.